Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional additionally reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: one broken sharp on the radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one broken sharp on the radius assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted.